Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 454 at the time of incident. The customer's current blood glucose was 261 mg/dl. The customer experienced the symptoms such as nausea. The customer was treated with insulin pump and manual injection. Troubleshooting was done for high blood glucose and under delivery. The product will not be returned for analysis.